Event description:
It was reported that during an attempted implant, the connector pin of the right ventricular (rv) lead could not be inserted into the pacemaker, resulting in ventricular tachycardia (vt) of the patient. The rv lead was removed and replaced to finish the operation. No further patient complications have been reported as a result of this event.